Event description:
The manufacturer received information regarding a trilogy 100 device with an allegation of missing feet, missing front bottom left corner, plastic missing from under the battery compartment and critical errors. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the following were confirmed, missing feet, missing front bottom left corner, plastic missing from under the battery compartment. No significant errors found in the error log. No repairs will be done to the device. The device will scrapped.